Event description:
Reportedly, during patient use, the ventilator stopped ventilating. The patient was manually ventilated and switched to another ventilator. No harm nor injury to the patient reported.

Manufacturer narrative:
(B)(4).